Manufacturer narrative:
An investigation was performed. The lab reports and instrument files were analyzed and the investigation findings were: the system was operational during the tests. The sample preparation were good during the tests. The following note is mentioned in the vitek ms knowledge base v3.0 user manual ref. 161150-556 - b: "organisms with lower accuracy of identification - there is a possibility of cross-identification between yersinia similis and yersinia (B)(6)." There is a limitation with the vitek ms kb v3.0 clinical regarding yersinia pseudotuberculosis and yersinia similis.

Event description:
A customer from (B)(6) reported a misidentification for an external quality control sample from a reference lab, in association with the vitek® ms instrument. The customer reported that the vitek ms result was yersinia similis, while the expected result was yersinia pseudotuberculosis. The customer reported that the reference lab accepted the result of yersinia similis, but debated that the positive melibiose test is against yersinia similis. In addition, the reference lab performed a 16s rna sequence, which gave the result of yersinia pseudotuberculosis and y. Pestis (99.3%). The customer also tested the sample with the vitek 2 gn card and the result was yersinia pseudotuberculosis.